Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided with an rt266 infant dual-heated evaqua2 breathing circuit was found cracked prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided. Section h11: the subject mr290v vented autofeed humidifcation chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare for evaluation. We will provide a follow up report upon completion of our investigation.